Event description:
A cranial surgery for biopsy (diagnostic sample) of a brain tumor 7cm deep in brain, size ca. 65 mm was performed with the aid of brainlab navigation system cranial 3.1. A pre-operative MRI scan was acquired before the surgery on the same day, to use with navigation. During the procedure the surgeon: positioned the patient in a supine orientation in a non-brainlab head holder. Performed the initial patient registration on the pre-op MRI using the softouch. Acquiring registration points on the patient's skin to match the display of the navigation to the current patient anatomy. Verified the accuracy of the registration and accepted the registration to proceed. Planned the target and entry points with the aid of navigation. Removed the unsterile navigation reference array and draped the patient. Attached a sterile reference array, re-verified navigation accuracy, and created the burr hole. Aligned the brainlab frameless biopsy system and set the stopper depth on the brainlab compatible biopsy needle with the aid of navigation. Advanced the needle to the target area with the aid of navigation and took many samples (intended 5-6 samples). Determined via pathology that all samples were negative (non-pathological, normal brain). Completed the surgery and closed the patient. A post-operative CT scan was performed the following day and indicated the biopsy location deviated at the target point ca. 7-8mm from the intended target. The entry point did not deviate from the intended entry point. A revision surgery was performed on (B)(6) 2019 using a non-brainlab navigation device, and using the same burr hole as the initial surgery. The outcome of the revision surgery was successful as intended. According to the surgeon: there was no (direct or increased) risk to harm a critical brain structure (e.g. Blood vessels or important brain tissue) due to an actual biopsy resection or path actually applied. There were no negative clinical effects for this patient, neither due to prolong of surgery/anesthesia (of ca. 30min due to "technicalities") a revision surgery was planned to retrieve a diagnostic sample (on (B)(6) 2019), and done, using the same burr hole, with a non-brainlab navigation system. The outcome was successful as intended. There are no (other) remedial actions necessary, done or planned for this patient. There was a prolong of hospitalization only due to delayed diagnosis.

Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since instrument paths and biopsies were applied in a different location in the brain than anticipated, with the brainlab device involved, despite according to the surgeon: there was no (direct or increased) risk to harm a critical brain structure (e.g. Blood vessels or important brain tissue) due to an actual biopsy resection or path actually applied. There were no negative clinical effects for this patient, neither due to prolong of surgery/anesthesia (of ca. 30min due to "technicalities"). A revision surgery was planned to retrieve a diagnostic sample (on (B)(6) 2019), done, using the same burr hole, with a non-brainlab navigation system. The outcome was successful as intended. There are no (other) remedial actions necessary, done or planned for this patient. There was a prolong of hospitalization only due to delayed diagnosis. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the deviation of the navigation display compared to the actual patient anatomy by approximately about 7-8 mm is a combination of the following: the 3rd party marker spheres used by this hospital in conjunction with the brainlab navigation system have not been validated by brainlab, and therefore brainlab is not in a position to determine the accuracy, compatibility or safety of these other marker spheres. Brainlab recommends disposable reflective marker spheres (drms) from brainlab/ ndi, which have been tested and validated for use with brainlab navigation systems. Brainlab recommends using new ndi drms for all sterile and unsterile equipment, since navigation accuracy critically depends on the type and condition of the marker spheres used. A shift of the patient's brain is presumed to have occurred in between the preoperative image data used with navigation and the changed anatomical situation during the surgery, e.g. Due to the burr hole and/ or loss of cerebrospinal fluid. This brain shift is expected to have occurred after the creation of the burr hole/ opening of the dura. This shift of the patient's brain cannot be recognized or compensated by the navigation, which uses the preoperative image data for display of instrument positions relative to the patient's anatomy. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to reiterate the relevant topics regarding the use of the device to this customer.

Manufacturer narrative:
Outcomes to adverse event, type of reportable event: a risk to the patient's health could not be excluded for these specific circumstances, since instrument paths and tissue resections were applied in a different location in the brain than anticipated, with the brainlab device involved, despite according to the surgeon: there was no (direct or increased) risk to harm a critical brain structure (e.g. Blood vessels or important brain tissue) due to an actual biopsy resection or path actually applied. There were no negative clinical effects for this patient, neither due to prolong of surgery/anesthesia (of ca. 30min due to "technicalities") a revision surgery was planned to retrieve a diagnostic sample (on (B)(6) 2019), done, using the same burr hole, with a non-brainlab navigation system. The outcome is not yet known. There are no (other) remedial actions necessary, done or planned for this patient. There was a prolong of hospitalization only due to delayed diagnosis. Currently there is no indication of a systematic error or malfunction of the brainlab device, nor of insufficient measures to minimize this anticipated risk as low as reasonably practicable. Remedial action initiated: a comprehensive investigation by brainlab regarding this specific event is currently ongoing and final conclusions are pending. Brainlab plans to issue a follow-up report to the FDA upon completion of investigation.

Event description:
A cranial surgery for biopsy (diagnostic sample) of a brain tumor 7cm deep in brain, size ca. 65 mm was performed with the aid of brainlab navigation system cranial 3.1. A pre-operative MRI scan was acquired before the surgery on the same day, to use with navigation. During the procedure the surgeon: positioned the patient in a supine orientation in a non-brainlab head holder; performed the initial patient registration on the pre-op MRI using the softouch acquiring registration points on the patient's skin to match the display of the navigation to the current patient anatomy; verified the accuracy of the registration and accepted the registration to proceed; planned the target and entry points with the aid of navigation; removed the unsterile navigation reference array and draped the patient; attached a sterile reference array, re-verified navigation accuracy, and created the burr hole; aligned the brainlab frameless biopsy system and set the stopper depth on the brainlab biopsy needle with the aid of navigation; advanced the needle to the target area with the aid of navigation and took many samples (intended 5-6 samples); determined via pathology that all samples were negative (non-pathological, normal brain); completed the surgery and closed the patient. A post-operative CT scan was performed the following day and indicated the biopsy location deviated at the target point ca. 7-8mm from the intended target. The entry point did not deviate from the intended entry point. A revision surgery was performed on (B)(6) 2019 using a non-brainlab navigation device, and using the same burr hole as the initial surgery. The outcome of the revision surgery is not known. According to the surgeon: there was no (direct or increased) risk to harm a critical brain structure (e.g. Blood vessels or important brain tissue) due to an actual biopsy resection or path actually applied. There were no negative clinical effects for this patient, neither due to prolong of surgery/anesthesia (of ca. 30min due to "technicalities") a revision surgery was planned to retrieve a diagnostic sample (on (B)(6) 2019), done, using the same burr hole, with a non-brainlab navigation system. The outcome is not yet known. There are no (other) remedial actions necessary, done or planned for this patient. There was a prolong of hospitalization only due to delayed diagnosis.